Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a unknown mentor prosthesis experienced left sided pain post procedure. The patient has pain and discomfort in her left side. The report indicates that the patient has a ridiculous amount of antibodies in her system. She will not be putting new implants in after her implants were removed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.